Event description:
Same case as MFR report# 3005099803-2008-07005. It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, advancement difficulties and a shaft kink occurred. The lesion was located in the common bile duct (cbd). The rx 10 x 10cm stent delivery system (sds) was advanced, however, the physician was unable to advance the stent into the desired position and noted that the device seemed to be not rigid enough to push. The device was removed and a second of the same device was advanced, however, the shaft kinked at the wire exit port site upon advancement through an unspecified endoscope. The device was removed and the procedure was completed with another of the same device. No pt injuries or complications were reported. The pt's status is reported as "fine".

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.